Event description:
The customer reported that moisture in the reservoir compartment was found, and smell of insulin was noted. The blood glucose reading was 314mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.